Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the coil was detached prematurely. The target lesion was located in the coronary artery fistula. A 5mm x 15cm interlock¿ was selected to treat the target lesion. During the procedure, while inserting the device in the y-valve, it was noted that the coil detached prematurely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm of the pusher wire was broken.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A distribution hoop, introducer sheath, pusher wire and coil were returned. A visual inspection was performed. The coil was not inside the introducer sheath, it was returned wrapped around the introducer sheath. Blood was present in the introducer sheath. The pusher was noted to be kinked. The interlocking arm of coil was at the distal tip of the introducer sheath, it was interlocked with the interlocking arm of pusher wire which had detached from the pusher wire. The coil was noted to be stretched. A microscopic inspection was performed and revealed that the interlocking arm of the pusher wire was detached from the pusher wire. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and no damage noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).